Manufacturer narrative:
Should additional information become available a supplemental record will be filed. There is no malfunction associated with the injury allegation. User¿s manual review. Warning! Risk of injury or damage. Operating the wheelchairs outdoors or in areas of poor lighting may cause injury or damage. Operating the wheelchair near motor vehicles may cause injury or damage. Do not operate on roads, streets or highways. Use caution when operating the wheelchair outdoors at night or in areas with poor lighting. Always be aware of motor vehicles when using the wheelchair.

Event description:
The dealer stated the patient was using their loaner chair. The dealer stated the patient was driving the chair on the side of the road at dusk. The dealer stated this was last month just prior to the time change. A car did not see the patient and clipped the patient on the left side. The dealer stated the car did not have reflectors. The patient was injured and is currently in the hospital on a ventilator. The dealer did not know the exact extent of the injuries sustained. The dealer stated the chair is not savable.